Manufacturer narrative:
Submit date: 12/04/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017 service found the unit powered down on its own.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit powered down on its own. The unit was triaged and the issue was confirmed. The overlay was an older style and the power button had lost I's elasticity. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.